Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found no issue with the piezo being distorted. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "piezo distorted". It was reported that there was no patient involvement.